Event description:
Received information stating customer received a shutdown alarm. Reportedly the customers did not know if blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.